Manufacturer narrative:
The manufacturer previously received a voluntary medwatch (mw5116052) in reference to the field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the patient started having bronchitis frequently, was sent to a pulmonologist who is running tests, and may have asthma. Due to clinical expert decision, this report will now be filed as an adverse event. New information has been updated as follows: section b. Adverse event/product problem changed to "adverse event," outcomes attributed to ae changed to "life threatening," and section h. Type of reported complaint changed to "serious injury." Coding has been updated accordingly. The device has not yet been returned to the manufacturer for evaluation.  Three attempts to have the device returned for evaluation and investigation were unsuccessful.  At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Event description:
The manufacturer received a voluntary medwatch (mw5116052) in reference to the field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the patient started having bronchitis frequently, was sent to a pulmonologist who is running tests, and may have asthma. There is no allegation of serious or permanent harm or injury. The patient required no medical intervention. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
Device not returned to manufacturer.

Manufacturer narrative:
The manufacturer previously received a voluntary medwatch (mw5116052) in reference to the field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging the patient started having bronchitis frequently, was sent to a pulmonologist who is running tests, and may have asthma. After the initial report, per clinical expert evaluation, a follow-up report was filed as an adverse event for MFR 2518422-2023-09208. A pms reassessment was performed, and the report is now being filed as a product problem. New information has been updated as follows: section b. Adverse event/product problem changed to "product problem," and section h. Type of reported complaint changed to "product problem." Coding has been updated accordingly.